Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. A 2mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used along with a non-cordis sheath and a non-cordis wire; however, the saber pta balloon could not be removed from the patient¿s body. The vessel was not tortuous, angulation was severe at the beginning of the anterior tibial artery (ata). ¿there was a narrow part of the proximal part of the balloon, so it looks like it got caught there¿. A new unknown balloon was placed in the proximal part to remove the saber rx. The lesion was the anterior tibial artery. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices. The device was used as a chronic total occlusion (cto). The patient left the hospital. The product was returned for analysis. A non-sterile unit of a saber rx 2mm x 30cm 155cm balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looks like it has been already inflated. Water residues were observed inside the balloon. No other anomalies were observed. Per dimensional analysis the device was found within specification. A product history record (phr) review of lot 82203704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system - withdrawal difficulty - from vessel¿ was not confirmed through analysis of the returned device since the dimensional results for the od at proximal balloon seal were found within specification. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (angulation was severe at the beginning of the anterior tibial artery) may have contributed to the event. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, a 2mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used along with a non-cordis sheath and a non-cordis wire; however, the saber pta balloon could not be removed from the patient¿s body. There was a narrow part of the proximal part of the balloon, so it looks like it got caught there. A new unknown balloon was placed in the proximal part to remove the saber rx. The lesion was the anterior tibial artery. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices. The vessel was not tortuous, angulation was severe at the beginning of the anterior tibial artery (ata). The device was used as a chronic total occlusion (cto). The patient left the hospital. The device will be returned for evaluation.